Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump but it failed the self-test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error alarm during testing. The motor was tested outside of the device and passed. Hardware low level failures confirmed in the pump history due to broken trace.